Manufacturer narrative:
This report is submitted on april 04, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla unknown). However, the clinician did not follow the manufacturer's instructions for use of MRI. Surgery to reposition the magnet was completed (date not reported). The implanted device remains.